Manufacturer narrative:
Clarification to device info. (D.4): (B)(4) and (B)(4). Clarification to device info. Serial numbers (d.4): (B)(4) and (B)(4) (it is unknown to which side the device information belongs to.) Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.